Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor error and constant occlusion. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported issue was verified through alarm history review. The probable cause was interaction between the flipper rack and force sensor/force sensor cable. The plunger head printed circuit board was adjusted, flipper gears and racks were cleaned and greased, force sensor cable adjusted, and the force sensor was recalibrated to resolve reported issue. The pump passed all testing following repairs.